Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/correction: correction: section h: type of reportable event changed to serious injury as event is both a malfunction and serious injury. Device evaluation no photos or physical samples that display the reported condition were available for investigation. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001566190 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records; no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lot, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information we are not able to identify a root cause related to our process that could impact the efficacy of the medication provided within our kits. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material # 400866 batch #0001566190. Customer reports that the needle failed, resulting in an incomplete procedure. The customer states, ¿the bupivacaine has caused a series of incomplete spinals¿ that block is pretty definitive as csf flows back in the needle, so unlikely to be user error.¿ customer response received on (B)(6)2025 I don¿t think the needle was the issue here. It was likely the bupivacaine that was resulting in a series of incomplete blocks. Adding dr. Hand for additional details. Customer response received on 13feb25 1.when reported "the bupivacaine has caused a series of incomplete spinals" - does that mean the anaesthesia is not numbing the patient? Or is there an issue with the needle administering? The patients are not becoming ¿numb¿ as would be expected with a spinal dose of bupivacaine. One patient had little to no numbness despite appropriate flow of csf out of the needle. 2. Are they completing the procedure using a new vial of medication or reverting to general anaesthesia? In both cases, the patients had to have general anesthesia, a far inferior anesthetic for a c-section.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.